Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip ultra fresh denture adhesive cream.

Event description:
She had a reaction to zinc and had to have brain surgery [brain operation]. She had a reaction to zinc [allergy to metals]. Case description: this case was reported by a consumer and described the occurrence of brain operation in a female patient who received triple salt dental adhesive cream (super poligrip ultra fresh denture adhesive cream) cream for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started super poligrip ultra fresh denture adhesive cream. On an unknown date, an unknown time after starting super poligrip ultra fresh denture adhesive cream, the patient experienced brain operation (serious criteria gsk medically significant) and allergy to metals. On an unknown date, the outcome of the brain operation and allergy to metals were unknown. It was unknown if the reporter considered the brain operation and allergy to metals to be related to super poligrip ultra fresh denture adhesive cream. Additional details, adverse event information was received via phone call on 27 september 2017. Consumer reported using super poligrip. Consumer reported that two tubes of the super poligrip was very difficult to squeeze out. A lawyer tried to have her file a suit because she had a reaction to zinc and had to have brain surgery. She didn't want to take action. This was many years ago and she said it wasn't too important and consumers didn't know that too much zinc was bad.